Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that during a device check it was noted that the left ventricular (lv) lead was not capturing and high pacing thresholds were noted. In addition it was noted that there was a decline in lv r wave amplitudes and decline in pacing impedance measurements. A system revision was planned. The patient had a sinus rhythm thus there was no reported asystole. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that this product was part of a system repositioning due to infection and erosion. The device remains implanted. There were no additional adverse effects reported.